Event description:
The customer reported to olympus, the blower function of the evis exera iii colonovideoscope stopped working. The device could not be washed. The issue was identified during reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material of unknown origin. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device revealed, the insulation of the distal end cover was less than the threshold value. The adhesive of the bending section cover was separated and cracked. The connecting tube pocket pouch had a scratch. The paint of the suction cylinder nut was peeled off. The universal cord was wrinkled and scratched. The connector plug unit was cracked and dented. The angulation was out of specified value and angle knob had free play. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: -operation manual chapter 3 preparation and inspection shows how to detect the event. -reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.